Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 438 mg/dl. The customer reported no further information about high blood glucose levels. Customer pump isn't working and said no delivery twice. Troubleshoot was performed for no delivery alarm and the customer reported that she took the reservoir out and reprimed it and insulin exited, but then later she went to give herself a bolus and it said no delivery. Customer was assisted in performing a 5.0 unit fixed prime and customer states the insulin exited. Additionally the customer reported l the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 438 mg/dl and the sensor glucose was 138 mg/dl at the time of the incident. The customer stated that insulin delivery not suspended due to sg values. The sensor will not be returned for analysis.